Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. (B)(4). Investigation - evaluation: a review of the complaint history, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. One sheath was returned to assist in the investigation. Inspection of the sheath found there are two separations. One separation is located 16cm from the hub, the other is 39cm from the sheath tip. There are several hemostat marks on the sheath. The sheath material is deformed at the separation sites. Examination of the coils found them to be unbroken, they are slightly elongated. There is no evidence to suggest the product was not made to specifications. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." And the precaution, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Customer reported that a patient underwent an atherectomy procedure which was successfully completed. The device sheath then unraveled in two places when the attending physician attempted to retract the sheath at the end of the procedure. The reporter states that the plastic on the sheath separated in 2 places and the wire inside unraveled in both places as well. There were 2 different places on the sheath where the plastic was misshapen and deformed " as if it was smashed or pinched." The device was removed in one piece after a balloon was introduced to increase stiffness. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.